Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The distributor reported, on behalf of the facility a colleague pump that was reported by an ICU sister to have stopped working during infusion. According to the facility, on transfer on lines from channel a to channel b the pump head module (phm) on channel b failed. Dopamine and adrenaline were being infused at the time of the event. The patient required full resuscitation as a medical intervention. The pump was swapped out. No additional information is available.